Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that manual CPR was performed to continue treating the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.